Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) did not charge appropriately for a shockable arrhythmia. Further information was requested from the field, however at this time no response has been received. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) did not charge appropriately for a shockable arrhythmia. Further information was requested from the field, however at this time no response has been received. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD did eventually shock, but therapy was delayed. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) did not charge appropriately for a shockable arrhythmia. Further information was requested from the field, however at this time no response has been received. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD did eventually shock, but therapy was delayed. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the delay in therapy occurred at induction at implant. Boston scientific technical services (ts) reviewed the data and noted one induction does not have a shock delivered. Since it was at implant, an external shock was likely administered. After that another induction was done with appropriate time to therapy. The main difference in the long time to charge versus the shorter time to therapy is the amount of noise detected. Ts explained that in the situation noise is seen at induction due to extended time to therapy there will be a delay in charge time. Therefore, noise before charge will impact time to therapy. Ts discussed that if further analysis

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.